Event description:
Angioplasty balloon rupture during av shuntogram, causing distal balloon catheter and partial balloon being stuck in the wall of av graft. Using covered stent, md was able to cage the balloon fragment between stent and graft wall. Continued with completion of graft declot with normal appearance of av graft.